Event description:
A malfunction alarm with code malf 9 was reported, but there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer understood.